Event description:
Pt stated that the pump was alarming more than usual and believed that it was cassette related. Although the original cassette was destroyed, he returned the same lot number for eval.